Event description:
It was reported to st. Jude medical that an atlas device has 6 stored electrograms with noise. Five were aborted therapies, but one was an inappropriate shock due to noise and oversening. The patient was opened up and the physician was unable to produce the same noise. However, when the device was removed from the pocket, a different type of noise was observed when they tapped on the header. The setscrews were noted to be tight, but the physician felt that the screw/screwdriver did not feel right when he was disconnecting the rate sense lead. He had difficulty removing the rate sense lead from the device header. The st. Jude rep reported that a fair amount of force had to be used to remove the lead. The physician was uncomfortable leaving the lead in so the lead was explanted as well as the device and a new system was implanted. The source of the noise was not isolated to the lead or the device.